Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed by either just changing pump supplies, or by changing pump supplies, administering a manual insulin injection, and administering a bolus via the pump. Once pump supplies were changed, the occlusion alarm cleared and customer successfully resumed insulin delivery.